Event description:
User experienced a leak coming from inside and behind the analyzer onto the floor. User confirmed no one slipped or fell and no pts were affected by this issue. User stated there was a clot in the drain line where the ise drain intersects a larger drain line inside the p module and he cleared the occlusion and states they are running fine now. User declined a field service dispatch stating the issue has been resolved, and no further assistance was needed.